Event description:
It was reported that the plunger needs replacing and preventive maintenance. Will not recognize certain syringe sizes. No patient injury reported.

Manufacturer narrative:
Other, this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top case is cracked by front corners, tube holder and left side of handle are also cracked. Bottom case is cracked by left bracket screws. Plunger head is cracked by all screws. Customer's reported issues were duplicated and confirmed during visual inspection, power-up process and syringe test. The root cause of the reported issues was determined. Physical damaged was due to impact and user interface. Preventive maintenance was due to the annual preventive maintenance reminder. Invalid syringe size was due to the customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Actions taken to mitigate the reported issue: replaced left case plunger. Performed preventive maintenance and changed preventive maintenance date. Replaced barrel clamp sized pot. Performed syringe test, power up process and all functional tests which the device passed. D4: UDI information is unknown.